Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5. D10, g3, g6, h1, h2, h3, h4, h6, h10, h11 visual examination of the provided pictures identified a fractured patellar implant. Signs of use, such as rough edges, are present on the component. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi. The patellar implant is fractured, loose, and displaced medially. Slight lateral subluxation of the patella is observed, but no osseous patellar fracture is identified. The radiologist confirmed loosening and medial displacement of the fractured patellar implant. Femoral rotation of 6.5 degrees could not be confirmed radiographically, and no additional contributing factors to the implant failure were identified. Complaint is confirmed based on provided picture and x rays. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D10: additional associated products ------------------------------------------------ unk knee femoral lot# unk. Unk knee tibial lot# unk. Unk knee bearing lot# unk.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient was revised for a patellar implant fracture approximately one year, six months post implantation. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). G2: mexico. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.